Event description:
It was reported that during implant of the pacemaker system, the right ventricular (rv) pace impedance was greater than 3,000 ohms. After verifying lead connections, the physician elected to switch out the lead. The new rv lead was inserted into the pacemaker, after which excessive signal noise was observed in the ventricular canal without being able to observe clean intracavitary channels. The lead connections were verified several times; however, the issue did not resolve. It was then decided to exchange the pacemaker. The new pacemaker was implanted without complication and the procedure was successfully completed. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of the pacemaker system, the right ventricular (rv) pace impedance was greater than 3,000 ohms. After verifying lead connections, the physician elected to switch out the lead. The new rv lead was inserted into the pacemaker, after which excessive signal noise was observed in the ventricular canal without being able to observe clean intracavitary channels. The lead connections were verified several times; however, the issue did not resolve. It was then decided to exchange the pacemaker. The new pacemaker was implanted without complication and the procedure was successfully completed. No adverse patient effects were reported. The device was returned for analysis.